Manufacturer narrative:
(B)(4). Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that when the crna (certified registered nurse anesthetists) attempted to start the epidural and was unsuccessful. When the nurse tried again to start the epidural, the nurse stated that a four (4) inch segment of the catheter broke off into the patient's third lumbar vertebra epidural space.